Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the flow diverter was found collapsed which delayed further treatment of a second aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left supraophthalmic ica with a max diameter of 8 mm and a 4 mm neck diameter. Landing zone: distal: 2.8 mm and proximal: 4 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a positive outcome. It was reported that straightforward intervention for the treatment of an incidental supraophthalmic ica aneurysm. Precise deployment of the indicated fd. Due to suboptimal wall apposition of the proximal fd end a percutaneous transluminal angioplasty (pta) was performed. The final dsa run and the 3d vasoct demonstrated a good wall-apposition. No thrombus formation, no device malfunction, no fish-mouthing were observed. The patient was scheduled for endovascular treatment a co-incidental paraophthlamic ica on the contralateral side (right) 3 months after the intervention during which a ped vantage was deployed in the left ica. During a control dsa run a collapse of the distal fd end was observed (initial dm of the fd in this segment at deployment 2.5 mm; 3 months later 1.4 mm). This was a true collapse of the fd, not a mere intimal hyperplasia. Repeated pta was performed during this session; the intended treatment of the contralateral side could not be performed. 8 months after initial treatment a cta demonstrated a now hypoplastic ica. Thus a second re-pta of the distal collapsed fd was performed. Due to the fact that the treatment of the contralateral ica aneurysm was still necessary, we could not risk the complete occlusion of the left ica. The collapse of the distal fd end has led to two independent pta procedures to prevent ica occlusion, and resulted in a delay of 10 months in the treatment of a second, co-incidental ica aneurysm (contralateral). It was reported the patient experienced a delay of treatment of the contralateral ica aneurysm. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a cerebase 8f sheath, vecta 74 guide catheter, excelsior xt-27, synchro select guidewire, eclipse 2l 6x15 balloon.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the collapse was observed 3 months after the intervention, no precise date was given. The patient is recovering well, no symptoms and no medical complications. The cause of the collapse was unknown.